Manufacturer narrative:
Investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed erosion and pocket infection. The implantable cardiac defibrillator was explanted on (B)(6) 2019. Patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.